Event description:
It was observed during the device evaluation that foreign objects were found in the connecting tube of the colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that foreign objects were present in the connecting tube. The most probable cause of the complaint is "cause not established," meaning the investigation findings did not provide a clear conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.